Event description:
It was reported that the device had a bad upstream sensor. The product fault occurred during testing. The device issue was not related to physical damage/abuse. There was no delay in therapy, no patient involvement and no harm/adverse event reported.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. One device sample was returned for investigation without its original packaging. Per visual inspection, cracked battery door, bubble dso seal, worn uso seal and scratched lcd lens. No problem found in event log. The complaint could not be replicated during functional testing. No problem found. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Full functional testing was performed in which the device passed.